Event description:
It was reported that during an unspecified procedure the procise ez view wand's ablation was poor, with severe blockage, smoking, and overheating. The procedure was completed with a smith and nephew back up device and it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned device shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been used. The wand shows evidence of arcing on the metal tubing. This failure has been determined to be related to the reported event. Bio debris is present. The device was out of the original packaging. No packaging returned. A functional evaluation showed the device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma and coagulation as expected. Saline was drawn and returned through the waste line using a syringe with no obstruction. There was no overheating or smoking observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (used non-conductive media or contact with metal objects while activating the wand). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.